Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that about a week post implant the right ventricular (rv) lead had a sudden rise in thresholds. Repeated imaging failed to confirm the presence of a perforation or dislodgement. The lead outputs were reprogrammed and the lead was repositioned to mid-septum. The lead remains in use. It was noted that the patient is taking part in the product surveillance registry study. No patient complications have been reported as a result of this event.